Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address the issue. Customer was admitted to the hospital and treated with intravenous fluids of saline resolving the issue with no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain discharge date; however, customer did not respond. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.